Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Pin not returned for evaluation.

Event description:
It was reported that during a surgical procedure, the pin broke inside the wire collet. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Pin not returned.

Event description:
It was reported that during a surgical procedure, the pin broke inside the wire collet. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.